Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/08/2025, it was reported by a sales representative via (B)(4) that an ar-400pd drillsaw sports 400 system would not hold the pin. They tried a few times to get it to hold and then switched to a different one that worked to complete the case. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Manufactured date: 25-sep-2018. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was received: the acl reconstruction procedure occurred in the first week of april. The case proceeded without delays, additional anesthesia, or a representative present. During the procedure, an attachment was used with a pin driver; however, the mouth of the attachment failed to open properly to accept the pin. Despite this issue, the procedure was completed without further complications.